Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hypoglycemia. The customer reported blood glucose value of 15 mg/dl. The customer treated with ems/ambulance/ER visit. The event involved product(s) mmt-7040a, unomedical, mmt-332a, mmt-1884l. Troubleshooting was not performed as customer declined to troubleshoot. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Event description:
Updated summary: customer woke up with a low blood glucose of 50mg/dl. Customer corrected with food and went back to bed. Blood glucose went lower and patient was not responding. Paramedics came and treated. Blood glucose was 15mg/dl when paramedics came. Customer has had changes in work, personal activities, and eating schedule. Pump was replaced 1-2 weeks before call. It was unknown if the pump was used with 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.